Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. It was noted that this patient is pacemaker dependent. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that the patient's elevated ventricular threshold had gradually improved. It was noted that the patient will continue to be monitored. No adverse patient effects were reported. This rv lead remains in service.